Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was fractured on the proximal end of the pusher assembly, and the pull wire was retracted from its original position on the distal tip of the pusher assembly. If the pet lock is separated and the pull wire is retracted from its original position, the embolization coil will detach. Further evaluation revealed kinks along the length of the pusher assembly. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the left colic artery using ruby coil lps, a lp detachment handle (handle), and a non-penumbra microcatheter. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician successfully implanted two ruby coil lps. The next ruby coil lp was advanced using the microcatheter into the target vessel and the physician attempted to detach the coil several times using the handle; however, the ruby coil lp failed to detach. The physician decided to retract the ruby coil lp. While retracting the ruby coil lp, the physician experienced resistance, and the ruby coil lp unintentionally detached within the microcatheter. Therefore, the physician successfully flushed the detached ruby coil lp into the target vessel using a 3cc syringe. The procedure ended at this point. There was no report of an adverse effect to the patient.